Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit had an error no trigger battery maintenance required.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had an error no trigger battery maintenance required. Pm was due and performed battery test during pm.

Manufacturer narrative:
Additional information: tel - (B)(6) & e3 is unknown (initially it is submitted as "other healthcare professional"). Additional information was requested from the customer with regard to the repair and status of the iabp. It was reported that check the cs300 intra-aortic balloon pump (iabp) with error no trigger battery maintenance required. Pm was due and performed battery test during pm. Battery test passed. Reset battery date. Full pm, safety, calibration, and functionality checks passed factory specifications. Returned to clinical service upon completion.